Manufacturer narrative:
Per report, "customer called in stating the nebulizer no longer turns on after 2 years of use." Customer reported, "my nebulizer stopped working on (B)(6) 2026 after arriving in morocco on a 2-week vacation. I used the correct country adapter but the motor did not start. I was unable to continue my daily lung therapy (inhalation of sodium chloride 1-2 x daily) which helps loosen mucus in my lungs to make it easier to carry on daily activities. My doctor had insisted that I bring the machine. I had to purchase a handheld inhaler to manage my breathing. This helped but I still was out of breath and had to rest more often. It was recommended that I purchase a back-up handheld albuterol inhaler. I get out of breath and am tired more quickly." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer called in stating the nebulizer no longer turns on after 2 years of use."